Event description:
It was reported that during a ptca procedure, the tip of the wire separated. Attempts to snare the tip were unsuccessful, and the tip remains in the pt. Pt status is listed as "okay."